Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case. No error was found in the event history log related to the reported issue. Functional testing was unable to replicate the reported issue. The root cause could not be determined as no problem was found. No repair was needed. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device read occlusion during infusion/stick. There was unknown patient involvement.